Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized. The patient was treated with vancomycin injection (2gm, intraperitoneal, frequency and duration not reported), ixza injection (1gm, intraperitoneal, frequency and duration not reported) and unspecified additional medication (intraperitoneal, dose, frequency and duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information : upon follow up it was reported the cause of peritonitis event was due to "urine infection" it was reported the patient was not hospitalized for the event. At the time of this report, the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.